Event description:
It was reported that during a lap appendectomy procedure, the device was difficult to close. They continued to use the device and it cut and stapled as intended. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.